Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon over-shot the lens. Lens shot out of the injector. Lens was not implanted but lens did have pt contact. No pt injury. The reporter stated the lens was damaged due to user error.

Manufacturer narrative:
(B) (4). (B) (4).